Event description:
It was reported that balloon rupture occurred. The chronic total occlusion target lesion was located in the severely tortuous and moderately calcified proximal to distal right coronary artery. The 1.20mm x 8mm emerge balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).